Event description:
It is reported that a customer had an alarm on their insulin pump. Customer's blood glucose was not recorded. The customer was helped with trouble shooting but was unsuccessful in getting the device to work. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further information was provided.

Manufacturer narrative:
Findings: no button error alarm noted. Unit had no button response due to corrodedkeypad traces and corroded dome switches. Unit had cracked case atdisplay window corner, cracked battery tube threads, cracked end cap andscratched reservoir tube window.